Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the ems jammed. A second was opened and also jammed. Both jammed while using on cooper's ligament. A third ems was opened to complete the case. There was no consequence to the pt.